Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ctni result was flagged with an "abnormal assay" flag. The flag indicates the result cannot be reported. The result was released to the physician(s). A siemens customer service engineer (cse) was dispatched to the customer's site. The centralink was communicating to a test server. The centralink was reconfigured and is now communicating properly. The cse noted the customer is not centrifuging the samples according to the tube manufacturer's instructions. The cause of the discordant, falsely elevated ctni result was pre-analytical sample handling. There was an insufficient amount of sample, which resulted in an aspiration issue. Unintended use error was also a contributing factor. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The sample was repeated, resulting lower. The patient was transferred to another facility and underwent blood testing. The redrawn sample was tested on an alternate dimension instrument, resulting negative. The negative result was reported to the physician(s) as a correct result. The patient was discharged from the facility. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.